Event description:
Boston scientific received information that this system was exibiting pacing impedance measurements greater than 2000 ohms were noted with this right ventricular (rv) lead with the device and pacing system analyzer (psa). A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. This product issue will be updated if additonal information is received.